Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter separation occurred. During an ablation procedure, the intellanav oi ablation catheter showed high temperatures during use; high temperature errors were displayed on the maestro generator. Upon removing the catheter from the patient, it was discovered that the distal shaft section had become separated from the proximal shaft section. The procedure was completed using another catheter. There were no patient complications.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned device analysis found a gap of approximately 1mm at the butt bond between the insulations of the distal and proximal shafts. Subsequent body fluid ingress due to the gap was most likely the reason for the high temperature errors. Electrical testing found no open circuits and thermocouple measurements were within specification. Measurements between the thermocouple, the magnetic sensor, and the electrodes were erratic, which was also most likely due to fluid ingress. Ablation was verified using a maestro generator; after two seconds of ablation the maestro displayed a d05 (excessive temperature) error and the ablation was halted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was reported that catheter separation occurred. During an ablation procedure, the intellanav oi ablation catheter showed high temperatures during use; high temperature errors were displayed on the maestro generator. Upon removing the catheter from the patient, it was discovered that the distal shaft section had become separated from the proximal shaft section. The procedure was completed using another catheter. There were no patient complications.